Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59 (mg/dl). Reportedly, the customer administered a bolus prior to a meal that was not consumed. System check with tandem technical support indicated that the pump was performing as intended. Customer treated low bg by consuming juice and making a temporary adjustment to the pump settings.